Manufacturer narrative:
(B)(4) occlusion is labeled in the IFU. Images were provided to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of the iliac leg graft) inside the contralateral limb of the main body... If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the grey positioner on the ipsilateral side... Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." The failure mode assigned to this case is kinked. This failure mode was determined based on the provided images and event description. A definitive root cause cannot be reported or determined at this time. We will continue to monitor for similar complaints. No additional actions required at this time. The risk is insufficient per quality engineering risk analysis (qera), the rpns remain at an acceptable level as a result of this complaint.

Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for the procedure and the procedure was conducted as labeled. When advancing the sheath, the deployed contralateral iliac leg graft was pushed and became rather kinked. The kink was solved by additional placement of another iliac leg graft. The final angiography confirmed type IV endoleak. It was determined as type IV from the timing and the multiple sites of leakage. The atc was 220. The physician decided to take a wait and see approach for the leak (1820334-2011-00088). The pt is doing fine after the procedure.